Manufacturer narrative:
.

Event description:
During a review of the programming history database, it was found the patient's generator experienced a pulse disabled event due to a suspected burst watchdog timeout on (B)(6) 2010. The generator was interrogated on (B)(6) 2010 and the device was found to be pulse disabled due to the suspected burst watchdog timeout. At the same visit, the patient was reprogrammed and the pulse was enabled.

Event description:
An additional decoder was created to capture the possible event which occurred on (B)(6) 2012 that was not previously decoded in the original decoder. It was found that this parameters found on (B)(6) 2012 were not indicative of a burst watchdog timeout event. No relevant anomalies were noted within the decoder for the date of 04/09/2012.

Manufacturer narrative:
Describe event or problem; corrected data: this information was inadvertently left off of the initial MFR. Report.

Event description:
Three previous burst watchdog timeout events on the same generator occurred on (B)(6) 2008, (B)(6) 2010, and (B)(6) 2011, and are housed in MFR. Report# 1644487-2012-02867, MFR. Report # 1644487-2016-00658, and MFR. Report # 1644487-2016-00664, respectively.